Manufacturer narrative:
Patient information not available for reporting. Date of event: unknown. This report is for an unknown zero-p implant/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implant/explant is not known. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article wu b., song f., zhu s. (2017). Reasons of dysphagia after operation of anterior cervical decompression and fusion. Clinical spinal surgery. 30:5, pp. 554-559. China the purpose of the study was to analyze the reasons, clinical manifestation, risk factors, prevention, and treatment of dysphagia after operation of anterior cervical decompression and fusion (acdf). The study included 358 patients (212 males & 196 females) ranging between the ages of 32 and 76 with a mean age of 43.2 years. Each of these patients underwent an anterior cervical decompression and fusion (acdf) procedure for varying spinal fractures. Of the 358 patients only 65 were implanted with a zero-p as part of their treatment. Of those 65, 10.8 % (a total of 7 patients) experienced postoperative dysphagia 1 to 5 days following the procedure. As time continued the amount of patients experiencing dysphagia decreased, with only 4 patient experiencing in at three months and 2 at six months. This is report 1 of 1 for (B)(4). This complaint involves unknown zero-p device. One unknown zero-p device for 13 patients experiencing postoperative dysphagia.